Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging the patient has reduced cardiopulmonary reserve. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.